Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# unknown, product type lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: unknown, ubd: 17-oct-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead on the left side was removed due to infection of the scalp. It was stated that the extensions and battery remained implanted.